Manufacturer narrative:
Date sent to the FDA: 11/05/2015. Corrected information: initial 3500a alert date: 9/9/2015. Additional narrative: medical intervention to treat the infection is unknown.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a mole removal procedure on unknown date and suture was used. After the procedure, the patient developed post-op infection at the surgical site. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined and they met requirements.